Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damage. Event history log showed: syringe plunger not in place. The reported problem was duplicated during the syringe test and the device failed syringe plunger sensor test. This was caused by q1 broken off from plunger board and the plunger board was broken off from glue. The cause of the issue is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced plunger board, performed preventive maintenance and all functional testing passed.

Event description:
It was reported that the device plunger was not in place. No patient injury was reported.